Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up. Review of the log files shows malfunctioning x-ray pc, the x-ray-pc did not respond anymore. Upon troubleshooting, the philips field service engineer (fse) examined the system onsite and observed that the console room and exam room display did not displaying properly. The philips field service engineer (fse) inspected the x-ray pc and suite pc leds, which were found to be okay, also performed a test on the x-ray pc, which yielded a positive result, and checked all cables, and found to be fine. The fse reinstalled both hdds, but the problem persist. To resolve the issue, fse formatted the os disk externally, downloaded the board software, and reconnected all cables. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.